Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the three complaint breathing circuits were returned to fisher & paykel healthcare. One circuit was from lot 130318. Lot numbers were not provided for the other two circuits. All three circuits were visually inspected and pressure tested. Results: visual inspection revealed that the straight connector on the expiratory limb was cracked in all three of the returned circuits. Additionally two of the three circuits failed the pressure test, as the amount of leak generated was outside the specification. A lot check revealed no other complaints for lot number 130318. Conclusion: we were unable to determine what had caused the connectors to crack. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the each of the subject breathing circuits were used for five days prior to the observed cracking. This suggests that the complaint circuits were within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that patient end connectors of three rt265 infant evaqua 2 breathing circuits were found to be cracked after five days of use with a newport e360 ventilator. No patient consequence was reported.